Event description:
On 18-aug-2025 the local beta bionics representative reported that on (B)(6) 2025 the end-user experienced hyperglycemia with blood glucose (bg) levels of 500 mg/dl requiring medical intervention. The end-user was transported to the hospital by caregiver, admitted, and treated with intravenous insulin and fluids. The end-user was discharged on (B)(6) 2025 with no reported long-term effects. Per the medical report, the hyperglycemia was attributed to the infusion set being placed in scar tissue, resulting in poor insulin absorption.

Manufacturer narrative:
The complaint investigation was performed through review of the device engineering logs and available event information. Data corresponding to the reported event date of (B)(6) 2025 was evaluated. The user reported hospitalization for hyperglycemia after experiencing elevated glucose levels and discontinuing ilet therapy in favor of multiple daily injections. According to information provided by the reporter, treating medical team, and medical records, the initial hyperglycemia was attributed to infusion set placement in scar tissue resulting in reduced insulin absorption. Review of the engineering logs found no malfunction alerts, no factory reset events, and no motor errors that would indicate inaccurate insulin delivery relative to delivery requests. A dexcom g7 sensor was in use during the event period. Log analysis demonstrated that the ilet responded appropriately to available cgm glucose data, generated alerts as designed, and continued to request insulin delivery at regular intervals when cgm glucose values were above 80 mg/dl and insulin remained available. No evidence was identified indicating a failure of the ilet device, software, or insulin delivery mechanism. Based on the available evidence, the reported hospitalization could not be attributed to a malfunction of the ilet system. The investigation did not identify any device deficiency that contributed to the event. The available information supports that the elevated glucose levels were associated with impaired insulin absorption related to infusion set placement in scar tissue. Therefore, device failure was unconfirmed, and the ilet was determined to have functioned as intended during the reviewed period.